Event description:
Sparking inside unit by power cord. Found power cord connector broken loose from circuit board. All 3 solder connections had failed. Found similar problem in a second unit model 90303b. Advised MFR that all similar units should be inspected by factory rep. No response from MFR to date. The part that failed is an ac power connector assembly revision 11 mfg by schaffner.